Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow-up report will be submitted when the evaluation is completed.

Event description:
Treatment of an avm. The catheter was placed in the access pedicle of the avm. During onyx injection, it was reported the catheter ruptured and onyx was seen exiting proximal to the tip. The catheter was then removed. A clot was noted in the basilar therefore, a stent was deployed and reopro was administered. After the procedure, the patient woke up with good response. Approximately 10 hours post procedure, the patient hemorrhaged. It was reported the patient expired.